Manufacturer narrative:
The reported events were dislodgement and sensing issue. As received, a complete lead was returned for analysis. Visual noted the helix was retracted and covered with blood / tissue. After cleaning, and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of sensing issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that blood was found throughout the lead during the explant, indicating insulation damage. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented with right atrial lead dislodgement, which was noted via fluoroscopy. This resulted in far r wave over-sensing. The lead was explanted and replaced on (B)(6), 2024. The patient was stable throughout.